Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the device did not find any issues with the fluid path that would result in a failure to deliver insulin. The alarm generated is a safety feature alerting the user that the reservoir is empty

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the emergency room due to hyperglycemia. The mother stated that her daughter had began experiencing high blood glucose since (B)(6) 2019. Her levels reached 400 mg/dl. She was doing manual injections herself and had given herself a total of 5 units. The patient was treated with fluids and had blood drawn for testing. The patient was prescribed keflex (for hives) - 500mg 4 times a day.